Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. An xtw was advanced and positioned. Upon deployment, a tear of the posterior leaflet was noted which resulted in a single leaflet device attachment (slda) and mr was unchanged. The physician opted to convert the patient to surgery.

Manufacturer narrative:
All available information was investigated, and the reported slda could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances) and the clip was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to the tissue injury. The reported patient effect of tissue injury appears to be related to patient anatomy. The unchanged mr appears to be due to the slda. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported surgical intervention was a result of case specific circumstance as the physician opted to convert the patient to surgery. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. An xtw was advanced and positioned. Upon deployment, a tear of the posterior leaflet was noted which resulted in a single leaflet device attachment (slda) and mr was unchanged. The physician opted to convert the patient to surgery.